Event description:
It was reported that during an esophageal surgery, open the package and noted that some staples protruding. Changed to the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 9/14/2023 d4: batch #751a07 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ecs21a device arrived with no apparent damage and with the safety disengaged. In addition, the retainer was not present. The breakaway washer was present and uncut, the staples were protruding inside the pockets and four were noted to be missing. Also, 2 protruding staples were observed with the legs bent. No functional test was performed to preserve evidence. The event reported was confirmed and it is related to improper use of the device. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety is the last step prior to firing. Please reference the instruction for use for more information. Also, it should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 751a07, and no non-conformances were identified.